Event description:
It was reported that the patient with this implantable pacemaker states that there is a problem with the device battery. This device remains in service. No adverse patient effects were reported.